Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving a reading around 180mg/dl on their freestyle flash blood glucose monitor. As a result, he took 10 units of insulin instead of 20 units, which is his usual dose. He then started to feel lightheaded and lost consciousness. The paramedics came and transported him to the hospital, where he regained consciousness and received stitches for a head injury. While in the hospital, the customer reported using his meter and it was working fine compared to the hospital meters. There was no diagnosis noted and no report of death.